Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It is reported that the inside seals of the packaging were open. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon further assessment it was discovered that this event was reported under incorrect MFR number.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The following sections have been updated: manufacture date: nov 25, 2016.